Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the surgeon pulled the trigger to activate the device and when he was finished using it, he released his finger and the device continued to operate even when his finger was off the trigger. The device was removed and taken off the field. They used another like device and it worked fine. There was no patient injury.